Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: display was dim and discolored.

Manufacturer narrative:
(B)(4). Device evaluation: review of the black box and download history revealed record of power on resent on (B)(6) 2013. On examination, the battery cap that was returned with the pump for investigation was noted to have stripped threads and would not seat properly on a test pump when applied. Power loss was duplicated during the investigation using the returned battery cap. A test battery cap was used for the completion of the investigation and was attempted; however could not completely tighten onto the pump due to a crack in the battery compartment. The time and date were accurately set at the beginning of the investigation. On testing, the pump powered with a dim, discolored display screen. A test display was attached to the pump and illuminated properly without discoloration. A rewind, load and prime sequence was performed without alarms. The pump was exercised for 24 hours without issue.